Event description:
This report summarizes two malfunctions. The information reviewed indicated that model dl900j vena cava filter allegedly experienced difficult to remove. This report was received from various sources. Both malfunctions involved patients with no patient consequences. The weight of 45 year old female patient was 275 lbs. The weight of 70 year old male patient was not provided.

Manufacturer narrative:
H10: of the three reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80718. H10: of the remaining 2 devices, 1 lot number was provided, and the lot history review was performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for both malfunctions. For both malfunctions, the investigation is confirmed for filter retrieval difficulties. A definitive root cause could not be determined. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the 3 devices, 2 lot numbers were provided, and the lot history reviews were performed. The devices were not returned for evaluation, but medical records were provided and reviewed for 2 of the malfunctions. Difficult to remove was confirmed for two of the malfunctions and inconclusive for the third malfunction. A root cause could not be determined. The devices were labeled for single use.

Event description:
This report summarizes three malfunctions. The information reviewed indicated that model dl900j vena cava filter allegedly experienced difficult to remove. This report was received from various sources. One device was used in a (B)(6) year old female patient, (B)(6) lbs. The second device was used in a 70 year old male patient; weight was not provided. Age, weight, and gender were not provided for the third patient. All three involved patients with no patient consequences.